Manufacturer narrative:
D4: UDI - the di portion was provided. The actual device was discarded by the involved facility. Therefore the investigation was limited to user facility information and evaluation of a retention sample from the involved product code/lot number combination. Visual inspection did not find any obvious anomalies in the appearance. The blood pathway was filled with saline solution and pressurized at 2.0kgf/cm2, no leak was confirmed. The water pathway was filled with water and pressurized at 3.0kgf/cm2, no leak was confirmed. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The retention sample was confirmed to be normal product. An exact cause for the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device was discarded

Event description:
The user facility reported that the oxygenator device was found to have been broken while in use.